Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 1000 mg/dl in the hospital. Customer¿s current blood glucose level was 305 mg/dl. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing, light headed, sore joints. Customer was treated that with insulin shot and insulin drip. Customer stated that the drive support cap was normal. Customer alleging insulin pump for under delivering because customer's blood glucose level came down in the hospital. Customer stated that the there was no air bubble and leak. Customer reports insulin exited at the quick release. The insulin pump will be returned for analysis.